Event description:
Unsolicited: home infusion nurse reports she is having issue with pump, air in line alert. She stated she changed tubing twice, changed batteries, flushed port and got blood return. She confirmed there is no air in line and she is unable to resolve alert after troubleshooting. Advised pump may be malfunctioning and she may need to finish infusion with gravity supplies. Pharmacy will coordinate pump replacement with family. No adverse event reported. Pt's (patient's) family to return pump associated with product complaint. Unknown if unable to complete current infusion. No further information available. Pump serial number: (B)(6). Maintenance due date: 02/2025. Reported to cvs/caremark by: health professional.